Event description:
Discrepant creatinine results for one pt sample. The initial result was 12.3 mg/dl and when repeated, the results were 0.5 and 0.4 mg/dl. The incorrect result was not reported. The field service representative found the sample probe was bent and repaired the instrument.